Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue was not able to be determined. They were using a foley and a new as and continue to have erratic temperature issues. Esophageal probe was already removed. Flexed temperature in cable and patient temperature (pt) remained stable. Confirmed patient feels warm to the touch. Suggested to get another core temperature by using a rectal thermometer or probe or placing another esophageal to try to confirm accurate patient temperature. Patient was large and they will need help doing this task. Stopped therapy at this time as the water temperature was warm and they believe their patient was more likely closer to 37c based on the fact they were warm to the touch. Advised they would call back in 30 minutes to check. Called back 30 minutes later and they had been unable to obtain rectal temperature, therapy was still stopped, and they were in the middle of shift change. If the patient temperature (pt) maintains normothermia on their own, nurse will send device to biomed for investigation. If not, they will call back for further troubleshooting. The batch number is unknown. The latest labeling revision will be reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted they have been having issues with erratic temperature throughout the night. They were originally using an esophageal probe and another arctic sun device. Overnight they were using an esophageal probe and another arctic sun device. Now they were using a foley and a new as and continue to have erratic temperature issues. When foley connected to as it reads 34.7c, but when connected to bedside it reads 37.6c. Esophageal probe was already removed. Flexed temperature in cable and patient temperature (pt) remained stable. Confirmed patient feels warm to the touch. Suggested to get another core temperature by using a rectal thermometer or probe or placing another esophageal to try to confirm accurate patient temperature. Patient was large and they will need help doing this task. Stopped therapy at this time as the water temperature was warm and they believe their patient was more likely closer to 37c based on the fact they were warm to the touch. Advised they would call back in 30 minutes to check. Called back 30 minutes later and they had been unable to obtain rectal temperature, therapy was still stopped, and they were in the middle of shift change. At this time patient temperature (pt) was such they were no longer within protocol for normothermia therapy. They think they will keep the pads on the patient and watch for now. If the patient temperature (pt) maintains normothermia on their own, nurse will send device to biomed for investigation. If not, they will call back for further troubleshooting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse noted they have been having issues with erratic temperature throughout the night. They were originally using an esophageal probe and another arctic sun device. Overnight they were using an esophageal probe and another arctic sun device. Now they were using a foley and a new as and continue to have erratic temperature issues. When foley connected to as it reads 34.7c, but when connected to bedside it reads 37.6c. Esophageal probe was already removed. Flexed temperature in cable and patient temperature (pt) remained stable. Confirmed patient feels warm to the touch. Suggested to get another core temperature by using a rectal thermometer or probe or placing another esophageal to try to confirm accurate patient temperature. Patient was large and they will need help doing this task. Stopped therapy at this time as the water temperature was warm and they believe their patient was more likely closer to 37c based on the fact they were warm to the touch. Advised they would call back in 30 minutes to check. Called back 30 minutes later and they had been unable to obtain rectal temperature, therapy was still stopped, and they were in the middle of shift change. At this time patient temperature (pt) was such they were no longer within protocol for normothermia therapy. They think they will keep the pads on the patient and watch for now. If the patient temperature (pt) maintains normothermia on their own, nurse will send device to biomed for investigation. If not, they will call back for further troubleshooting.